Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels reaching 35 mg/dl. Reportedly, the customer requested assistance adjusting the basal rate to address low bg levels. Customer has not discussed this setting change with their health care professional. Tandem technical support guided the customer through adjusting the pump basal rate, and recommended customer discuss pump settings with customer's health care professional. Customer drank orange juice to address low bg levels.